Event description:
It was reported that the procedure was to treat a heavily tortuous left anterior descending artery. A 2.5 x 15 mm otw trek was being used for pre-dilatation when the balloon ruptured on the first inflation at nominal pressure. Another trek was used for pre-dilatation. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformance that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.